Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in (B)(6) of peritonitis in a female patient (born in 1938) coincident with dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapies intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. The cause of peritonitis was unknown. The daughter stated the event could have been from the patient having constipation or from her touching the catheter. The patient is reportedly recovering from this event. The nurse decline to provide additional information.

Manufacturer narrative:
(B)(4). A sample evaluation and batch review are not required for use error as there is no allegation against the device. The problem was confirmed related to use error - breach in aseptic technique, however, the assignable cause could not be determined. The labeling was determined to be adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.